Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was able to cross the lesion well. When inflation started, the balloon did not inflate at about 3atm. After simply removing the device, balloon rupture was noted. The procedure was completed with a different device. No patient complications were reported.